Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was stuck in a storm and the insulin pump got wet; the screen began flashing on and off and slowly comes back on. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the device's exposure to fluid. The insulin pump did not alarm more often than usual. However, the insulin pump did alarm motion sensor test failure after the storm. A blank display anomaly also occurred. However, the customer was able to pass the displacement test. The customer did mention that when priming the device it takes longer for the device to recognize that the reservoir was in the insulin pump. The insulin pump will be returned for analysis and a replacement device will be shipped to the customer.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor however, the motor passed motor test. Also, the insulin pump received with ghosting segment due to moisture damage at the lcd board. The insulin pump passed displacement test, operating currents, self-test, off no power and a21 error test. No a35 alarm noted. No blank display and low reservoir alarm functioned properly during our testing. The insulin pump had minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.